Event description:
Dr (B)(6), head physician of the hospital, reported to our sales rep (B)(6), that he was performing a surgery procedure. Whilst he set to bone the screw, the lateral flanks broke. He inserted a new screw and could complete the surgery.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.